Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air/water channel. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified and the type of foreign material was not reported. However, based on the results of the investigation, it is likely the malfunction was due to a failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct information of the previous report. Corrected fields: h6, h11 based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.